Event description:
During a preventative maintenance, it was found that the left monitor needed to be replaced.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.